Event description:
Customer's contour meter read 80mg/dl higher than another meter. Customer refused to provide further information on results or products. Depending on the actual blood results, the difference in readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product was replaced and none expected to return for evaluation.

Manufacturer narrative:
The customer would not provide all personal information or product information. It's not possible to determine the manufacture date or 510k number without the meter information.